Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), lot: 7083002.

Event description:
It was reported that the clinical study patient experienced a severe infection of the deep incisional surgical site. Symptoms included fever, chills, and a rapid heart rate. The patient was administered antibiotics and underwent a procedure where the implantable pulse generator and lead were explanted. The event was assessed to be related to the implant procedure and has since resolved.